Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated, and found to have a short circuit in the motor connector.

Event description:
In this event, it was reported that a x-smart dual apex locator provided incorrect measurements; event outcome is unk.